Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving high voltage therapy from the device. The patient was in atrial fibrillation with rapid ventricular rate that got up into the ventricular fibrillation (vf) zone. The device delivered a shock and sensed noise on the lead after the shock. Further high voltage therapies were aborted due to low defibrillation lead impedance and possible high voltage output issue. The patient was admitted to the hospital and high voltage therapy was turned off. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information states that the device and the right ventricular lead was explanted. The patient was in a stable condition.

Manufacturer narrative:
A partial lead (connector end) was returned in one piece measuring 18.3cm. Two external insulation abrasions were noted at 8.2cm to 9.0 cm and 10.5cm to 11.9 cm from the connector pin breaching all the lumens at the proximal region of the lead consistent with friction to the device can. In one location both right ventricular cables were abraded/separated while one ring electrode cable was also abraded/separated. The ptfe liner was abraded in both abrasion zones. This is consistent with the observation from the field of low defibrillation lead impedance and sensing noise.